Manufacturer narrative:
Additional information was received that there was no malfunction, no loss of ventilation. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The customer reported a malfunction found during pre-use check out which may result in a loss of any mode of mechanical ventilation. There was no report of patient involvement.